Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that "novasure procedure done on (B)(6) 2019 without device malfunctions, difficulties or any complications. Estimated cavity height 4 cm, fundic width 2.5 cm, power 55w, cycle without incident. Paracervical block also. Appearance of a clear overactive bladder without leaks just after surgery. Progressive regression under posterior tibial neurostimulation + anticholinergic (vesicare) + reeducation with low frequency electrostim. No news from the patient since (B)(6) 2020 (which is for a good news according to the physician because she was expecting to be contacted by the patient for a follow-up if the issues did persist). No history of cesarean section or myomectomy (nulliparous patient)."